Event description:
Medtronic received a report that the tip of the microcatheter was kinked and replaced with the same model of the product. The operation was completed successfully. The device was prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing treatment for an aneurysm.

Manufacturer narrative:
The event is reported at this time based on analysis results which indicated a reportable event. H3. Product analysis: equipment used: video inspection system (m-78210), ruler 200cm (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed plastic bio-pouch; within an opened echelon-10 inner pouch; and a dispenser coil. Visual inspection/damage location details: upon visual examination, no issues were found with the echelon-10 hub. No bends or kinks were found with the echelon-10 catheter body. The echelon-10 micro catheter distal tip was noted pre-shaped. The echelon-10 catheter distal marker band was found to be punctured and deformed. No other anomalies were observed. Testing/analysis: total and usable lengths were measured to be within specifications. The echelon-10 micro catheter was flushed, water exited from the distal tip. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter kink/damage¿ was confirmed as the marker band was found to be punctured and deformed; however, the cause for the damage could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.